Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.

Event description:
On 19 august 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. B4.date of this report 16 nov 2025. G3.date received by the manufacturer? 16 nov 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.